Event description:
It was reported that during a thrombectomy procedure the distal end of the aspiration catheter partially ruptured 10cm proximal to the tip. The marker band is intact. There was no resistance during removal of the guide wire. No wire management issues. No visible damage at the end of the wire lumen. When the export catheter was removed from the guide catheter the different tip material was nearly broken from the rest of the catheter and when the customer tried to clean it, it completely separated. No serious injury to the patient was reported.

Manufacturer narrative:
Method: actual device used in case was evaluated. Visual examination performed. Conclusion: the actual device used during the case was returned and evaluated. Visual examination of the returned aspiration catheter revealed that the device was in two pieces. The initial report indicated that the device broke apart when it was outside the patient. The device was bloody indicating use. The tip and marker band are intact. The proximal wire lumen appears undamaged. The location of the separation is at the proximal joint 21cm from the tip. A review of the device history record did not detect any deficiencies in the manufacturing process. The event is confirmed for broken shaft. The analysis is complete as of today (B)(4) 2012.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.